Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - stem. D10: cat# 139268 lot# 832340 m2a-magnum 52-60mm tpr ins std. G2: foreign - event occurred in canada. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a right hip revision approximately 9 years and 7 months post-implantation due to loosening of the femoral stem and metal related pathology. It was noted femoral loosening with subsidence due to lack of osteointegration, leg shortening, pseudoarthrosis, synovitis, sclerotic femoral bone, and a pseudo membrane was sent to pathology for evaluation. All products were revised without complication. Attempts have been made and no further information has been provided.